Event description:
Patients husband reported that he received 8-9 defective rolls of hy-tape (stated lot# 7062708). Husband states that it appears that the rolls were not wrapped correctly that half of the tape was not aligned with the rest so part of the tape is exposed and not sanitary; that they were rolled up crooked. Husband states that he will still use them since fortunately not being placed on open site/skin. Patient did not miss dose. Patient did not experience adverse event. Unknown if patient has product on hand for return. Replacing with two new rolls per husband request. No further information provided. No side effects reported. Event dates are unknown as not reported. #110blf. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5149923, mw5149924, mw5149925, mw5149927, mw5149928, mw5149929, mw5149930.